Event description:
Customer called saying that when he pushes the insulin through the hose, it says it is blocked. When asked to clarify whether it was a no delivery alarm, customer would not give a direct answer. Customer's blood glucose level is 600 mg/dl. He treated with manual injection. The alarm was cleared with esc and act. The connection was verified. Customer stated that insulin did exit the hose. He was advised to rewind the device, reinsert the reservoir, and run a manual prime. The device did not alarm no delivery. Customer was advised that the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.